Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported implant fracture at tooth site 46.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned product identified bone debris on external threads. Damage to the implant was identified. The implant was fractured at the collar. A fractured screw was identified inside the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device.functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was not reported. Bone density was low density (type IV). The reported device was located on tooth # 46 (fdi) and was used for approximately 2 years, 5 months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j 1/8/2022. Information identified: 'contraindications' 'warnings' 'precautions' documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'precautions' 'breakage' 'warning' additionally, per the IFU, fracture/failure may result from patient factors such as clenching DHR review: (bost410) DHR review was completed for the subject lot number 2020011933. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number 2020011933 for similar events and no other complaint was identified. Review completed utilizing keywords: 'dental : functional : fracture : implant' post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.